Event description:
New information notes that the lead was capped and replaced.

Event description:
It was reported that patient received a notification for pacing lead impedance being high. Review of device data indicated noise. The oversensing was resolved by reprogramming the device, although decreased in rv-wave was noted. It was recommended to monitor the pli.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.